Event description:
It was reported that during a breast biopsy, the clip had broken off. Tried another marker and the second clip had broken off. A third marker deployed properly. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the tips of the sheaths a and b were rec'd torn and missing. Corrective action has been initiated to address the finding. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.